Manufacturer narrative:
This report is being submitted to correct the operator of device field (d5) in section d, patient codes field (f10) in section f, patient codes field (h6) in section h. This supplemental correction report was created to capture the additional information received which indicated that the infection was not related to any bsc products. This observation no longer meets the definition of malfunction as it was confirmed that the patient did not experienced infection that related to the bsc products. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant as there was no snagging and no feather at the tip of the tine lead. In addition, the patient with this brady lead experienced infection. This brady lead was then replaced and not implanted. No additional adverse patient effects were reported. Additional information was received which indicated that the hepatits infection was not device related. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant as there was no snagging and no feather at the tip of the tine lead. In addition, the patient with this brady lead experienced infection. This brady lead was then replaced and not implanted. No additional adverse patient effects were reported.